Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received FDA voluntary report (B)(4) with the following event description: while utilizing harmonic ace curved shears for robot, bottom piece of scissors broke off of shears, broken piece obtained and entire instrument removed from field. No harm to pt.

Manufacturer narrative:
The harmonic ace curved shears insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the instrument was inspected prior to use. The surgical procedure was not recorded. The harmonic ace curved shears instrument was in use for about 20 minutes during the surgical procedure before the reported issue occurred. At the time the issue occurred, the surgeon was dissecting the uterus from the cervix. An unspecified grasper instrument was in use at the same time the harmonic ace curved shears instrument broke. The initial reporter denied that there were any instrument collisions during the surgical procedure. The instrument was removed when the event occurred. In addition, the fragment from the instrument that broke off and fell into the patient was removed via a laparoscopic assist port using a grasper instrument. The initial reporter denied that an x-ray or ultrasound was performed. She also denied that the patient experienced any complications because of the reported event. The patent was discharged from the site a day after the surgical procedure was completed. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that a fragment broke off of the instrument and fell into the patient but was retrieved. However, there is no evidence that the patient was harmed or injured due to the reported issue.